Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported an unresponsive touchscreen. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support advised the customer to replace the touchscreen assembly. Technical support provided remote assistance to the customer.

Manufacturer narrative:
G4: 17mar2020. B4: 20mar2020. The patient's information was not provided. There was no report of medical intervention being required as a result of this event. The customer reported to have decided not to repair the ventilator. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20mar2020. B4: 20mar2020. The ventilator had to be changed out as a result of this event. There was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.